Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/18/2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2016 with the following findings: a review of the pump¿s black box revealed consecutive cs054 alarms observed in the history. The display screen was clear and legible and the original complaint of the blank screen was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the bolus button cover was found to be torn but still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.